Event description:
Pt schedulee for a port removal as add on for 12/16/96. Prior to this, the oncology office had started an infusion on pt for chemo. The office noted swelling of the site and the surgeon's office was consulted for removal of the port because "it was not working properly." When surgeon removed the port and tubing looked flattened and upon inspection, dr found a split. Co techs have completed their evaluation of the port. The portal was returned with an attached eight inch catheter. The techs found the system to be patent. Under microscopic examination the techs found several slits measuring one-quarter of an inch long or less and located 2.3 inches from the portal. The techs found the slits run along the longitudinal axis of the catheter. These findings suggest the catheter had been compressed between the clavicle and the first rib. This situation has been brought to the attention of co quality assurance personnel. Catheter transection is a well documented potential complication of chest placed catheters. The medical lit indicates that a catheter placed too medially in the angle between the clavicle and first rib may be subjected to compression at this point, which can ultimately lead to catheter transection and embolization.